Event description:
It was reported that there was transient oversensing on both atrial and ventricular channels, as well as sensing difficulty noted on the device. A possible header issue was questioned. It was also reported that there was oversensing and a lead fracture of the right ventricular lead. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.